Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 10 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and unit received with missing end cap sticker.